Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report blank screen on the liberty select cycler during power up. The patient was not connected during at the time of the call, also occurred after a treatment was completed, the patient was connected to the cycler that time. The contact pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made any sound when pressed, they rebooted the cycler, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. There was no patient harm or adverse event indicated, no reportable malfunction. Upon follow up, it was determined the patient was able to receive the replacement cycler and complete treatment on the day of the reported event via manual exchanges. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Touch screen test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.